Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited oversensing, loss of capture, non-detection of sensing and pacing inhibition. A dislodgement was suspected, but no x-ray was planned at this time. The physician noted that the patient is not atrial dependent and reprogrammed the device to pace and sense in the ventricle only, thus electrically abandoning the right atrial (ra) lead. No adverse patient effects were reported.